Event description:
On (B)(6) 2009, pt reported over the last few months her battery has been depleting within a weeks time. She stated it will just give the e2 (battery depleted) alert and she would not get the a2 (battery low) alert first. Pt reported she has had this issue with several different packs of batteries. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.